Manufacturer narrative:
H3: product analysis product ID# b35300 s/n:(B)(6) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the cause of the failure to communicate was unknown. Rep suspected a contributing factor was the implantable neurostimulator (ins) having an issue. Rep reported the cause of the out of range impedances was not determined but suspects it resulted from a failure of the communicator and the clinician tablet to communicator to communicate with the ins. Rep restated the steps taken and resolution of the surgery from the initial report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came in for a routine battery replacement. They were going from a primary cell(pc) battery to a rec hargeable(rc). The clinician programmer was used to retrieve the setting off of the patient¿s old implantable neurostimulator (ins) . As I went to transfer the setting to the new rechargeable ins, the clinician programmer would not connect. I then took the rc battery away from the patient and tried again. The clinician programmer would not connect to the rc and I could not transfer the settings. I had another clinician programmer with me and I tried again but got the same results. The programmer was able to connect to patient¿s device but not to the device I was trying to place the new settings on. I then tried testing the clinician programmer to a new pc and it connected right away. After 20 minutes of doing this, I was finally able to connect to the pc and manually upload the patient¿s settings from the original battery. The rc battery was brought into the operating room, opened, and placed into the patient¿s chest. I went to do an impedance test, and all contacts were on both leads were orange indicating a impedances were out of range. I went to test again (less than 3 feet away) and the communicator could not locate the rc again. I then had the surgeon place the communicator in a sterile bag and we placed it directly on the rc and could not get it to connect to the rc. I turned the device off multiple times; I tried the same thing with another clinician tablet and was unable to connect. The surgeon did not feel comfortable leaving that ins in there as he wasn¿t confident it would provide any therapy for the patient. The surgeon then decided to put in a pc device in, and everything worked immediately as it should.